Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip stopper was misaligned and caused an excess of air bubbles to enter when filling up with insulin. The following information was provided by the initial reporter: "caller reported the rubber disk in the syringe was bent and caused an excess amount of air bubbles when he attempted to fill syringe with insulin."